Event description:
Note: the date of event is unk. Note: this report pertains to one of two devices used during the same procedure. Manufacturer report # 3005099803-2009-05416 addresses the other device. It was reported to boston scientific corporation that an rf generator and an rf probe were used during a liver rfa (radiofrequency ablation) procedure. According to the complainant, prior to beginning the ablation, anesthesia was administered below the skin to prevent burn injuries. The procedure was performed utilizing the rf generator and rf probe. However, one day after the procedure, an induration and red flare developed at the puncture site. After the pt was discharged from the hospital, the burn area broadened requiring a skin graft to treat the area. Attempts to obtain add'l info regarding the circumstances surrounding this event have been unsuccessful to date. Should add'l relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unk. The complainant indicated that the device was disposed and will not be returned for eval; therefore, a failure analysis of the complaint device could not be completed. If any further relevant info is identified, a supplemental medwatch will be filed.